Event description:
The patient experienced a shocking/jolting sensation when she lay on her left side or sat down; it was felt at the ins site in the right buttock. There were no known falls or trauma to the area. It was noted that movement caused stimulation changes impedances were normal. Per the physician, an x-ray taken in 2009, revealed increased density (fluid) around the device. The patient also experienced pain, and it was felt there was an infection. The device was removed. Other treatments were not provided. The patient outcome was reported as serious injury-ongoing.